Event description:
A healthcare facility (B) (6) reported via a distributor that the heater wire pins of two rt210 adult breathing circuits were split. This occurred prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The complaint devices are due to be investigated. We will provide a f/u report upon completion of the investigation.